Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that he did a dual wave bolus because he needed a large bolus but did not want insulin to leak at the site. The customer reported that changed the site while running the second part of the dual wave bolus. The customer reported that there was no error message or warning to notify him that he cannot rewind due to the bolus. The customer was advised that a bolus would prevent a rewind from taking place. No additional information was provided.